Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the comb was bent, the sliding pins were stuck, and the side plates, roller, and gear needed to be replaced. The side plates, comb, roller, gear, and sliding pins were replaced and resolved the reported issue. Device is used for treatment. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during preventative maintenance the device was found in need of repair. Investigation found the comb was bent. No adverse event was reported as a result of this malfunction.